Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stuck while changing reservoir, continuously delivering even if stopped it while changing reservoir . The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement and rewind. No unexpected rewind anomalies noted. Insulin pump received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place.